Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00625006540 bone scr 6.5x40 self-tap lot#: 64271220. Catalog#: 00875101240 liner neutral 40 mm i.d. Lot#: 64191434. Catalog#: 00875705601 shell with cluster holes porous lot#: 64004850. Catalog#: 00877504002 bioloxâ® delta, ceramic femoral head lot#: 2901405. The device will not be returned for analysis, due to the device being discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 4 months post-implantation due to pain and observed stem subsidence. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.